Event description:
It was reported that the reservoir of an infusor elastomeric device ruptured during filling. It is unknown what drug the device was being filled with. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured june 7, 2013 ¿ june 10, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). One actual unit was received for evaluation. During evaluation fluid was visually observed inside the unit's housing. However, no evidence of rupture was visually observed on the reservoir. The reservoir was found to be fully intact. A functional test was performed by refilling the reservoir with green color water. After fill, no evidence of rupture was visually observed on the reservoir. The reservoir was found to be fully intact. Since no evidence of rupture was found on the reservoir, it indicates that the product met product specification. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.